Event description:
It was reported that an alert for non-sustained lead noise was received. Review of egms confirmed the lead noise. Further evaluation is planned. No further information is available.

Event description:
New information received notes that lead was explanted and replaced. Patient is in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.